Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully placed. The evar procedure was completed. Reportedly, post-procedure, when the knot was advanced with the knot pusher, a suture break occurred with one of the prostyle devices. An additional prostyle device was used, and hemostasis was achieved with the one pre-placed prostyle suture and the suture of the prostyle device used after the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.